Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (won't power up monitor) was confirmed. Upon investigation the battery pack was unable to recharge or power up a monitor. The cause for the failure was isolated to excessively discharged battery cells. One of the battery cells was discharged to 0.003v. The root cause for the excessively discharged battery cell could not be positively identified. No adverse event resulted for the excessive discharge. The patient received a replacement battery pack.

Event description:
A (B)(4) female patient called zoll customer support to report that one of her battery packs would not power up her monitor. The patient was issued a replacement battery pack.